Event description:
During idet procedure as soon as the denervation probe was plugged into the spine generator, the customer received an error 06 code. This occurred with two consecutive probes. The procedure had to be cancelled.